Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information obtained (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon ("resin part of the coil had fallen off") was likely caused by external factors. However, a specific cause could not be identified. The device instructions for use document was reviewed. Review identified the following relevant warning to preventing physical damage: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the event occurred in early (B)(6) 2023; the date could not be confirmed. The issue was found during reprocessing. No additional procedural information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to a combined physical factor and chemical damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope was leaking from the body control unit. The device was returned to olympus for evaluation. During evaluation, the device's image guide showed the resin part of the coil had fallen off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; leakage was identified 5 cm from the control panel. Visual examination found the following issues: the video cable was dented; the control unit was corroded; and the up/down plate and hand grip were sticky. The following components showed scratches: universal cord; video connector; video cable connector case; video cable; distal end cover; hand grip; video plug area; universal cord protector; angulation lever; switch box; scope cover; and control unit. Functional testing showed that the bending angles did not meet with specifications due to a worn angle wire. There was resistance when the angulation control was operated due to a damaged angulation lever. Finally, the device relayed a noisy image caused by a broken image sensor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.